Event description:
Event was a revision surgery on (B)(6) 2020 due to glenosphere disassociation. The primary surgery occurred (B)(6) 2018. During the revision, the surgeon explanted the 36mm centered glenosphere with screw and the 135/145 36/+3 humeral cup, and replaced them with new implants of the same size.